Manufacturer narrative:
An olympus field service (fse) was dispatched to the facility. While troubleshooting, a bad power cable was identified and replaced it with a spare power cable from the tower power distribution. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center would not power on. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, bad power cable was identified it is presumed that the equipment will not power on due to bad power cable. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.